Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/pain"), device dislocation ("migration of essure device: one was in my uterus and the other was behind my colon."), fallopian tube perforation ("perforation (fallopian tubes),") and uterine perforation (", perforation (uterus),") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth (four live births on ((B)(6), (B)(6), (B)(6), (B)(6)), miscarriage in (B)(6) and ectopic pregnancy in (B)(6). Concomitant products included axotal (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,"), mood swings ("mood swings"), hot flush ("hot flashes "), anxiety ("psychological or psychiatric problems anxiety/mental anguish") and depression ("psychological or psychiatric problems depression,"). In april 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse was extremely painful"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections"), stress ("stress."), rash ("rashes") and abdominal pain ("abdominal pain and stabbing sensation"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pain outcome was unknown and the chest pain, dyspareunia, migraine and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet, reporter information, patient demographic information, lab data ,essure indication permanent birth control by bilateral occlusion of the fallopian tubes ,start stop date and lot number,concomitant product, new events allergic or hypersensitivity reaction: allergic to nickel, chest pain, red line bottom of stomach, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fatigue, gastrointestinal or digestive system condition: constipation, hair loss, hormonal changes, night sweats, infection (bladder/urinary tract/vaginal): constant urinary infections, migraines / headaches, migration of essure device: one was in my uterus and the other was behind my colon, nausea, perforation (fallopian tubes), perforation (uterus), psychological or psychiatric problems anxiety, depression, mental anguish, stress, rashes, weight gain and abdominal pain were added. The event pain clubbed with previous event. On 27-feb-2018: no new information incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain"), device dislocation ("migration of essure device: one was in my uterus and the other was behind my colon./one device was missing"), fallopian tube perforation ("perforation (fallopian tubes),") and uterine perforation (", perforation (uterus),") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multi gravida, parity 1 (four live births on ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014)), miscarriage in 1988, ectopic pregnancy in 2004, pap smear abnormal, cervical dysplasia, pollen allergy, kidney infection, endometriosis, joint pain and bleeding genital. (B)(6) 2015 cystoscopy. Concurrent conditions included asthma since 1985, nickel sensitivity, incision site pain, delayed period and post procedural headache. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach/red line on stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("sexual intercourse was extremely painful"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections/frequent utis"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes"), abdominal pain ("abdominal pain and stabbing sensation") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems anxiety/mental anguish"), depression ("psychological or psychiatric problems depression,") and stress ("stress."). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy/removal of the essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, chest pain, dyspareunia, migraine and weight increased had resolved and the device dislocation, fallopian tube perforation, uterine perforation, allergy to metals, erythema, bladder disorder, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, fatigue, constipation, alopecia, hormone level abnormal, mood swings, night sweats, hot flush, urinary tract infection, nausea, anxiety, depression, stress, rash, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound scan - in (B)(6) 2015: umigration of essure device, perforation (fallopian tube), perforation (uterus). Ultrasound showed that one device was missing and the other punctured my tube and uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received. New events - abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), raynaud's, intestinal cystitis, antiphospholipid antibody syndrome, dyspareunia (painful sexual intercourse), fatigue, inflammatory bowel disease, bladder infection, vaginal infection, migration of essure device location of device: uterus, nausea, severe burning all over the body, nickel allergy, perforation (fallopian tube(s)), perforation (uterus), anxiety, depression, vaginal discharge, dysmenorrhea (cramping), hives, vaginal pain, abdominal pain and part of the essure coil still in place were added. New reporters were added. Historical and concomitant conditions were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/pain"), device dislocation ("migration of essure device: one was in my uterus and the other was behind my colon."), fallopian tube perforation ("perforation (fallopian tubes),") and uterine perforation (", perforation (uterus),") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included multi gravida, parity 1 (four live births on ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014)), miscarriage in 1988 and ectopic pregnancy in 2004. Concurrent conditions included asthma since 1985 and nickel sensitivity. Concomitant products included axotal (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,"), mood swings ("mood swings"), hot flush ("hot flashes"), anxiety ("psychological or psychiatric problems anxiety/mental anguish") and depression ("psychological or psychiatric problems depression,"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse was extremely painful"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections"), stress ("stress."), rash ("rashes"), abdominal pain ("abdominal pain and stabbing sensation") and back pain ("back pain"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pain, dyspareunia, migraine and weight increased had resolved, the device dislocation, fallopian tube perforation, uterine perforation, allergy to metals, erythema, bladder disorder, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, fatigue, constipation, alopecia, hormone level abnormal, mood swings, night sweats, hot flush, urinary tract infection, nausea, anxiety, depression, stress, rash, abdominal pain and back pain outcome was unknown and the chest pain had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added from pfs- back pain, did not undergo confirmation test. Outcome of event pelvic pain was updated from unknown to recovered / resolved. Outcome of chest pain was updated from recovered / resolved to not recovered / not resolved. Concomitant disease, plaintiff name were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), ectopic pregnancy ('ectopic pregnancy'), device dislocation ('migration of essure device: one was in my uterus and the other was behind my colon./one device was missing'), fallopian tube perforation ('perforation (fallopian tubes),') and uterine perforation (', perforation (uterus),') in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2004, miscarriage in 1988, multi gravida, parity 1 (four live births on ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014)), pap smear abnormal, cervical dysplasia, pollen allergy, kidney infection, endometriosis, joint pain and bleeding genital. (B)(6) 2015 cystoscopy. Concurrent conditions included asthma since 1985, nickel sensitivity, incision site pain, delayed period and post procedural headache. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach/red line on stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("sexual intercourse was extremely painful"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections/frequent utis"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes"), abdominal pain ("abdominal pain and stabbing sensation") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems anxiety/mental anguish"), depression ("psychological or psychiatric problems depression,") and stress ("stress."). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required) and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy/removal of the essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, chest pain, dyspareunia, migraine and weight increased had resolved and the ectopic pregnancy, device dislocation, fallopian tube perforation, uterine perforation, allergy to metals, erythema, bladder disorder, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, fatigue, constipation, alopecia, hormone level abnormal, mood swings, night sweats, hot flush, urinary tract infection, nausea, anxiety, depression, stress, rash, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound scan - in (B)(6) 2015: umigration of essure device, perforation (fallopian tube), perforation (uterus). Ultrasound showed that one device was missing and the other punctured my tube and uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/pain"), device dislocation ("migration of essure device: one was in my uterus and the other was behind my colon."), fallopian tube perforation ("perforation (fallopian tubes),") and uterine perforation (", perforation (uterus),") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1 (four live births on ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014)), miscarriage in 1988 and ectopic pregnancy in 2004. Concomitant products included axotal (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,"), mood swings ("mood swings"), hot flush ("hot flashes "), anxiety ("psychological or psychiatric problems anxiety/mental anguish") and depression ("psychological or psychiatric problems depression,"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse was extremely painful"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections"), stress ("stress."), rash ("rashes") and abdominal pain ("abdominal pain and stabbing sensation"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pain outcome was unknown and the chest pain, dyspareunia, migraine and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on 24feb2015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), ectopic pregnancy ('ectopic pregnancy'), device dislocation ('migration of essure device: one was in my uterus and the other was behind my colon./one device was missing'), fallopian tube perforation ('perforation (fallopian tubes),') and uterine perforation (', perforation (uterus),') in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2004, miscarriage in 1988, multi gravida, parity 1 (four live births on ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014)), pap smear abnormal, cervical dysplasia, pollen allergy, kidney infection, endometriosis, joint pain and bleeding genital. (B)(6) 2015 cystoscopy. Concurrent conditions included asthma since 1985, nickel sensitivity, incision site pain, delayed period and post procedural headache. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and ondansetron. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel"), chest pain ("chest pain/other injuries or complication: severe chest pain and side pain."), erythema ("red line bottom of stomach/red line on stomach"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("sexual intercourse was extremely painful"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal): constant urinary infections/frequent utis"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes"), abdominal pain ("abdominal pain and stabbing sensation") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: felt like she was 6 months pregnant,") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems anxiety/mental anguish"), depression ("psychological or psychiatric problems depression,") and stress ("stress."). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required) and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic partial hysterectomy with bilateral salpingectomy/removal of the essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, chest pain, dyspareunia, migraine and weight increased had resolved and the ectopic pregnancy, device dislocation, fallopian tube perforation, uterine perforation, allergy to metals, erythema, bladder disorder, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, fatigue, constipation, alopecia, hormone level abnormal, mood swings, night sweats, hot flush, urinary tract infection, nausea, anxiety, depression, stress, rash, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, chest pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, migraine, mood swings, nausea, night sweats, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 physician said that her right tube kept rejecting the device, so it took a while to get it placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Ultrasound scan - in (B)(6) 2015: umigration of essure device, perforation (fallopian tube), perforation (uterus). Ultrasound showed that one device was missing and the other punctured my tube and uterus.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: new events ectopic pregnancy and device ineffective were added. Insertion date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.